Event description:
It was reported that the patient wore the device to sleep and woke up with various symptoms. The patient reported numbness in both arms, all over body weakness, muscle and joint pain, and that her left knee gave up on her.

Manufacturer narrative:
Related report number: mw5161043. Section d4: the lot number of the device is unknown. Section h6: additional patient code - 2544: ambulation difficulties. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient wore the device to sleep and woke up with various symptoms. The patient reported numbness in both arms, all over body weakness, muscle and joint pain, and that her left knee gave up on her.

Manufacturer narrative:
Related report number: mw5161043, 0002242816-2024-00149 section d4: the lot number of the device is unknown. Section h6: additional patient code - 2544: ambulation difficulties corrected data in field g1: contact office. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number us unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.